Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this device is not being used for a long time as this ICU was closed from couple of month. During pms we found pressure, exp valve, flow sensor calibration failed and exp valve calibration failed, blower flow, binary valve test failed in pneumatics1. Leak test failed. No patient involvement.

Manufacturer narrative:
The issue occurred during preventive maintenance of the device. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective expiratory valve assembly and check valve assembly. After replacing the expiratory valve assembly and check valve assembly, all calibration passed, and the device was released back into use.